Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the pt line during treatment. The leak was coming from a loose pin in the pt line. Pt was in drain three of three. Pt had no ill effects. Sample was discarded by the user; sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformance during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.